Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump overheated. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: review of the black box data revealed record of power interruption at the time of the alleged overheating incident. There was no evidence in the black box records of sudden drop in voltage prior to the power interruption. A battery was not returned with the pump for investigation. On investigation, the pump powered on and was exercised for 24 hours without error, alarm, warning, overheating or power interruption occurring. The pump¿s electrical current draws were evaluated and found to be with required specifications. There was no evidence of moisture inside the battery compartment or in the pump¿s internal compartment. The pump¿s power flex and components were inspected and found to be free from damage, defect and contamination. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.